Event description:
It was reported that the patient had a seroma over the pump for about a year and they were concerned about the risk of infection. The reported inquired about considerations for managing the seroma and potential infection. The pump system was infusing morphine and saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).